Event description:
A healthcare facility (B) (6) reported via a distributor that the castor wheel on an iw934jeu infant warmer broke and the base cracked. No patient consequence was reported.

Manufacturer narrative:
(B) (4). The subject complaint device is currently en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon receipt of the device and completion of the investigation.